Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿

Event description:
It was reported that patient underwent total right knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2015 due to a fractured femoral stem.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total right knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2015 due to a fractured femoral stem. Cement spacers were used additional information received reported that during the revision procedure on (B)(6) 2015, cement spacers were used to complete the procedure. Subsequently, patient underwent another revision procedure on an unknown date.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely fracture due to bending fatigue; however, a conclusive determination could not be made.